Event description:
The patient reporte feeling a surge of electricity down his arm. The stimulator was turning on and off intermittently. The manufacturer representative referred the patient to his physician.

Manufacturer narrative:
This report is being submitted following an internal audit.